Event description:
In 2007, it was reported to boston scientific corporation, that a procedure using the prolieve thermodilatation kit to treat benign prostatic hyperplasia (bph) occurred. According to the complainant, the catheter tip was too floppy and got caught up in the bladder neck. The physician was not able to get the catheter through the bladder. The procedure was completed with another prolieve thermodilatation kit. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The reported lot number cannot be confirmed; consequently, the manufacture and expiration dates are unknown. The complainant indicated that the device was disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for the event.